Manufacturer narrative:
Integra completed its internal investigation 4nov2016. The investigation included: method: review of complaint management database for similar complaints. Results: DHR unable to be reviewed as lot number was unavailable. A review of the complaint system was performed. This is the third incident reported to newdeal about blade turning inside the handle for surfix® system hexalobular size 7 screwdriver during removal for the past two years. Screwdrivers torx t7 are used to insert or remove surfix® fixed angle locking system and surfix® alpha variable angle locking system of 2.7mm or 3.0mm diameter screws and lock-screws. During the same time period, (B)(4) parts were sold. Per consequence, the complaint rate for this kind of incident during the stated time period is (B)(4). Conclusion: the root cause cannot be determined as the product was not returned.

Event description:
It was reported the blade of screwdriver turned in the handle. It was also reported 2 screwdrivers broke during removal of blocked counter screw. It was reported the only consequence for the patient is only the increase of surgery time. Although the device was in contact with the patient, it was reported there was no patient injury. It was reported the event led to a significant increase in surgery time but the length of time was reported as unknown.

Manufacturer narrative:
Integra has completed their internal investigation on february 17, 2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; additional control is performed to check the assembly of the blade with the handle of the screwdriver. The blade turned inside the handle of the screwdriver. Also, functional test is performed to test hexalobular print with a calibrated go. The test fails meaning that the dimension of screwdriver¿s head is not compliant. DHR review; DHR for lot fa5s reviewed and no anomalies associated with the complaint were observed. Prior to release, following frequency determined by probability law applied to incoming inspection, hexalobular size 7 screwdrivers are tested for: - visual aspect: laser marking, color of the handle and general aspect. - documentary inspection: measurement report, raw material certificate, instructions for use and label. - functional inspection: hexalobular print checked with a calibrated go/no go hexalobular size 7 and check of the assembly by a torsion test. Complaints history; this is the third incident reported to newdeal about blade turning inside the handle for surfix® system hexalobular size 7 screwdriver during removal for the past two years. During the same time period, (B)(4) parts were sold. Per consequence, the complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the second incident for the manufacturing lot fa5s. (B)(4) items were initially released from this lot. Lot failure rate is (B)(4). Conclusion: the lot fa5s was already involved in complaints about blade of screwdriver turning inside the handle of screwdriver. The two root causes identified were: - process of caulking was not reliable - use of 2 half-cylindrical pins for assembly is not adequate regarding the design of the body. The dimension of screwdriver's head could have a link with the incident described in this complaint.

Manufacturer narrative:
Integra has completed their internal investigation on february 17, 2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; additional control is performed to check the assembly of the blade with the handle of the screwdriver. The blade turned inside the handle of the screwdriver. Also, functional test is performed to test hexalobular print with a calibrated go. The test fails meaning that the dimension of screwdriver¿s head is not compliant. DHR review; DHR for lot fa5s reviewed and no anomalies associated with the complaint were observed. Prior to release, following frequency determined by probability law applied to incoming inspection, hexalobular size 7 screwdrivers are tested for: - visual aspect: laser marking, color of the handle and general aspect. - documentary inspection: measurement report, raw material certificate, instructions for use and label. - functional inspection: hexalobular print checked with a calibrated go/no go hexalobular size 7 and check of the assembly by a torsion test. Complaints history; this is the third incident reported to newdeal about blade turning inside the handle for surfix® system hexalobular size 7 screwdriver during removal for the past two years. During the same time period, (B)(4) parts were sold. Per consequence, the complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the second incident for the manufacturing lot fa5s. (B)(4) items were initially released from this lot. Lot failure rate is (B)(4). Conclusion: the lot fa5s was already involved in complaints about blade of screwdriver turning inside the handle of screwdriver. The two root causes identified were: - process of caulking was not reliable - use of 2 half-cylindrical pins for assembly is not adequate regarding the design of the body. The dimension of screwdriver's head could have a link with the incident described in this complaint.